Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis (pxt261218/11081920, pxc181200/11164845) to repair an abdominal aortic aneurysm. The final angiography revealed a type ii endoleak, however the physician decided to monitor the patient and completed the procedure. The patient tolerated the procedure. About one year after the implant, the aneurysm enlargement of about 6mm was confirmed due to the type ii endoleak originating from the lumber arteries. At this time the patient did not show any abdominal symptom and showed crp little higher (0.55) than average (<0.17). On an unknown date, a reintervention was performed whereas the aneurysm sac and the lumber arteries were embolized with nbca. An angiography showed a type ii endoleak originating from the inferior mesenteric artery, and therefore it was also embolized. On an unknown date after the embolization procedure, the patient¿s abdominal pain and inflammatory reaction became worsened. A CT image revealed enlargement of the aorta in diameter and increase of circumferential fat concentration, and as a result infection of the device and the sac were suspected. The physician commented that it is unknown when the infection in fact developed, before or at/after the embolization procedure. On an unknown date (seven days after the embolization procedure), an emergent replacement of the abdominal aorta was performed and the devices were all explanted. During the surgery it was confirmed that the sac was filled with abscess. A pathologic exam confirmed (B)(6) invading the aortic wall circumferentially. The patient is doing well after the surgery.